Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia with a blood glucose level of 56 mg/dl. The customer stated that prior to the event, he had laid down after not feeling well and was found by his wife convulsing. The customer's perceived reason for the event was that he had been snacking the night before and may have over bolused. The customer also stated that the doctor believes the carb ratio and sensitivity needs to be adjusted. Nothing further was reported.